Event description:
It was reported that a minimum fill notification occurred during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 307 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.